Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, failed precision testing resulting in a higher percentage than allowed at 6%, the last result was reported to be 6.55%. No adverse patient effects were reported